Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "feeling a lot of pain."

Event description:
Patient reports feeling a lot of pain and advised their surgeon stats the cause of the pain is "from the operation". The patient also reported "back and chest pain, no energy, waking up as if I had no sleep, dry eye"; these events are not related to the device. Device is re-sterilizable sizer implanted. The device has been explanted. This device relates to an unknown side.